Event description:
Pt had mammogram (routine) done on 07/09/1998. Comparison of films w/ previous studies suggested bilateral intracapsular rupture. Referred to dr for evaluation. Implants removed. Rt brest implant noted to have intracapsular rupture. Lt brest implant was intact.